Event description:
The ortho summit sample handling sys instrument mispipetted one row, did not correctly dispense samples and reagent into plate. No death or serious injury was associated with this incident.